Event description:
The patient was admitted for a procedure with a 90% lesion in the common iliac artery. The lesion was heavily calcified and the vessel was mildly tortuous. A powerflex p3 balloon catheter was delivered over the guidewire and post-dilation was conducted. Resistance/friction occurred while removing the device from the patient. Strong force was applied to pull the device back and the shaft became elongated. The product was removed together with the guidewire, and the procedure was completed without any injury to the patient.

Manufacturer narrative:
A radifocus guidewire was used during the index procedure. The patient was admitted for a procedure with a 90% lesion in the common iliac artery. The lesion was heavily calcified and the vessel was mildly tortuous. A powerflex p3 balloon catheter was delivered over the guidewire and post-dilation was conducted. Resistance/friction occurred while removing the device from the patient. Strong force was applied to pull the device back and the shaft became elongated. The product was removed together with the guidewire and the procedure was completed without any injury to the patient. One non sterile unit powerflex p3 8.0mm x 4 cm and 135 cm of length was received inside a plastic bag. Dry blood residues were noted in catheter and balloon. The catheter length was elongated from 135 cm as labeled to 162 cm approximately. Damages caused by elongation were noted at 98 cm approximately from distal hub, this damage has a length of 4 cm approx. An unknown 0.033 inches guide wire was returned with unit. A damaged caused by elongation was noted at distal side of strain relief. The balloon appears as if it has been inflated and deflated. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported unraveled/stretched was confirmed; however, the exact cause of the failure could not be determined, medical procedure could be contributed to the failure reported, however controls are in place to prevent this type of defects leaves the facility. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. No corrective or preventive action will be taken; given that, the reported failure does not appear to be related to the manufacturing process. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and is not related to a product quality issue.